Event description:
It was reported that the patient was unable to use the spinal cord stimulator (scs) device due to lead fracture. It was also noted that the patients lead had migrated and was protruding which caused migraines as well as discomfort.

Manufacturer narrative:
Exact date unknown, event occurred in 2017.